Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the pump displayed e-4 occlusion 4 times in the 2 days before being hospitalized and treated for dka. He did change his infusion set a couple of times when it occluded, but it would occlude again later. Customer alleged the e-4 was the cause of the high blood sugar that led to dka. The infusion sets were requested for return, but cannot be returned as they have been discarded. Lot not provided.